Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the articular surface could not assemble with mating implant. The surgery was completed with another bearing product after a delay.

Manufacturer narrative:
(B)(4). Complaint sample was returned and evaluated. Examination of the returned part shows sign of nicks and gouges on the inferior and anterior sides of the part. No major damage observed on the superior side of the part. Dovetail feature was observed to be both compressed and flared out. DHR was reviewed and no discrepancies relevant to the reported event were found.. As the dovetail feature was observed to be compressed on one side and flared out on the other side of the dovetail. Therefore, the root cause is attributed to the surgical error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.